Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an aneurysm embolization procedure, the coil unintentionally detached in the microcatheter. The coil along with the microcatheter were withdrawn and removed from the patient. Another coil was used to successfully complete the case. There was no report of harm or injury to the patient.